Manufacturer narrative:
(B)(4).

Event description:
The patient heard a pump alarm and went into the clinic. Telemetry confirmed a critical alarm was occurring; alarm due to zero ml reservoir volume reached. The hcp was unable to aspirate any drug from the pump. The patient was a little light-headed. The programmer showed that 22.6 ml had been dispensed since the last refill on (B)(6) 2011; the patient was not due for another refill for 2 more moths. The hcp filled the pump with 10 ml and could not get anymore in. The hcp tried the locked valve procedure and aspirated 15 ml. The hcp was then able to fill the pump with 20 ml and update the pump. The device system was used to deliver baclofen at 88 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.